Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to infection.

Event description:
Index surgery: (B)(6) 2014. Revsion due to infection.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of infection, which is addressed in the product labeling under general surgical risks. However, this cannot be confirmed because the explants were not available for evaluation.